Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patients registration shows a restore device, but caller said the pt had this intellis put in, in 2018. Caller said the reason for the replacement was the "older wasn't charging properly", and patient services (ps) asked for more information but they said that's all they know. They said it was replaced in 2018 with an intellis. Caller didn't know very much information.